Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was noted with frequent ventricular safety pacing on non-magnet electrogram. Some disassociation of atrial and ventricular pacing was observed. The device remains in use. No patient complications have been reported as a result of this event.